Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of an extension set. It is unknown if the patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Leakage occurred from the hole at the start of therapy, as the patient began draining. The patient stated that the hole was near the top of the line and not near any connection points. The patient then used a temporary clamp to stop the leak and replaced the extension set with a new one. As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.